Event description:
(B)(6) is a (B)(6) previously healthy woman, with minimal past medical history. Suffered at home cardiac arrest. CT demonstrated large bilateral pe and developed cardiogenic shock with rv failure. She has no known reversible risk factors that would explain her pulmonary embolism. ECMO therapy was used. Cardiogenic shock, acute hypoxemic respiratory failure, pulmonary embolism with acute cor pulmonale, stress hyperglycemia, lactic acidosis, hypokalemia, acute deep vein thrombosis (of both lower extremities), acute renal failure, ischemic hepatitis, acute kidney injury, increased anion gap, metabolic acidosis, metabolic alkalosis, hypervolemia, hypernatremia, metabolic acidosis shock. The essure coil was shown on several CT scans and an ultrasound to have relocated within the fallopian tube. Uterus was thickened and biopsy performed. Hysterectomy was performed (B)(6) 2019. Pt also had colon resection on (B)(6) 2018. I am unsure of the exact date the essure was implanted. I believe it was in 2009. FDA safety report ID# (B)(4).